Manufacturer narrative:
The doctor did not indicate the number of patients affected, nor did he provide further information on the current condition of any of the patients. Attempts were made to contact the doctor's office for details on the incidents and follow up information; however, no response was received. An evaluation was conducted of both the returned product and a retain sample and both met specifications for adhesive strength. A review of the manufacturing records indicated that there were no non-conformances or variances during the production process. In addition, a review of complaint database trending showed that no similar complaints were received for this lot which indicates that this is an isolated incident. These investigation results have led to the conclusion that the debonds may have been due to a user or technique-related problem and were not the result of a product failure. (B)(4).

Event description:
On (B)(6) 2011 a doctor alleged that crowns that had been placed with maxcem elite had debonded. No further details were provided.